Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, it was determined that the cause of the discordant result was due to user error. The customer installed base reagent into the position for wash 1. The fse cleaned the wash 1 reservoir, all tubing, dispense ports and pathways through the system, thoroughly reprimed wash 1 and checked dispensing. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant troponin (trop), (B)(6) results obtained on the advia centaur instrument were reported to the healthcare provider. The laboratory repeated the samples after the problem was resolved and corrected reports were issued. There are no known reports of adverse health consequences or patient intervention due to the discordant troponin, (B)(6) results.